Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. The insulin pump shows a crack on the screen of the insulin pump. Customer states that the blood glucose reading is unknown. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with no cracks on liquid crystal display screen however, display screen and pump case have minor scratches, cracked reservoir tube lip and battery tube threads.